Event description:
Device 4 of 4. Reference MFR report: 1627487-2019-01340; 1627487-2019-01341; 1627487-2019-01342. It was reported that the patient's drg leads had migrated, leading to ineffective stimulation. Surgical intervention was undertaken during which the existing leads were explanted and replaced, addressing the issue.

Manufacturer narrative:
Correction: (B)(4).

Event description:
Surgical intervention did not take place as originally reported, and the leads were replaced in 2020, as reported in regulatory reports: 1627487-2020-22668, 1627487-2020-22670, 1627487-2020-22671, 1627487-2020-22672.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight, but it could not be obtained. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.